Manufacturer narrative:
The device was not returned to nevro for investigation. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had passed away a few weeks after the implant procedure from complications of a blood clot. There were no reports of any device issues prior to the reported event.